Manufacturer narrative:
Batch review performed on 13 april 2022. Lot 2108193: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
About 2 months after the primary surgery, a preventive insert revision was performed due to prophylaxis after wound infection.